Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 provided the device diagnosis as 'other pump malfunction (not specified)'. The outcome was indicated as 'resolved with sequelae (pain around pump site)' as of (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. It was reported that on (B)(6) 2017 the patient was in ¿severe dt¿s¿, shaking, tremors and ¿coming out of the skin¿. On (B)(6) 2017 the patient saw their healthcare provider and they ran a dye test and stated it was clear. The pump was also checked and they said it was working. The patient was admitted to the hospital and the patient had an x-ray. Per the reporter by the end of the day on monday the ¿back pain went to explosive 10¿. The reporter stated that they may have stated the pump stopped or shifted. The reporter was told the rotors moved.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation conclusion code and device code (B)(4) no longer apply.

Event description:
Additional information was received regarding a patient receiving dilaudid [5mg/ml] at a rate of 0.8 mg/day. It was reported that the patient was experiencing withdrawal symptoms. A dye study and rotor check was done on the pump and catheter and all checked out great. The doctor decided to replace the pump and catheter. Additional information was received from a manufacturer representative, clinical study, and healthcare provider on (B)(6) 2017. It was reported that the catheter access port (cap) was accessed on (B)(6) 2017, and the catheter appeared patent with no evidence of a leak. A rotor check was performed on the same date and the rotors were found to be functioning properly. The catheter tip was at t3. A chest x-ray was performed on (B)(6) 2017 with no abnormal findings. The patient's clinical diagnosis was possible withdrawal symptoms including tremor, diarrhea, and anxiety. Diagnostics included patient reported symptoms of increased pain, nausea, diarrhea, tremor and anxiety, and examination on (B)(6) 2017. The examination identified that the patient had improved but still had some withdrawal symptoms. The programming date from the most recent refill prior to the event was (B)(6) 2016 at 10:49. No medications were reported to have been used at the time of the event. The event was reported to be ongoing, and the interventions planned included reprogramming and pump replacement. Regarding reprogramming, pump medication was increased on (B)(6) 2017. A pre-op evaluation occurred, and a pump check was performed on (B)(6) 2017. The healthcare provider stated that the pump was malfunctioning. On (B)(6) 2017, the entire system was explanted, resulting in inpatient hospitalization. Etiology indicated the device was possibly related to the event, and not likely related to the implant procedure. When the patient was hospitalized, the patient was admitted through the emergency room. It was further clarified that the pump rotors turned. Patient injury was reported and the patient experienced a loss of therapy. The patient recovered without sequela, and two days after the replacement it was noted that the patient was doing well. All withdrawal symptoms were gone, and the patient finally had pain relief. Pump logs examined on (B)(6) 2017 showed no abnormalities.

Manufacturer narrative:
Analysis of the pump found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.